Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that 10 days post implant, the patient presented at the emergency room with supraventricular tachycardia greater than 140 bpm, intermittent sensing of p-waves, and 1:1 rhythm and intrinsic conduction. The device is still in use. No further patient complications have been reported as result of this event.